Event description:
It was reported that during an intracept procedure, the patient's vital signs dropped when the s1 sacral vertebrae was accessed through the pedicle. The j-stylet was advanced about halfway through the threads when the patients vital signs dropped. As a result, the event prompted the crash cart to be called into the room. Ablation was not attempted and the procedure was aborted. In addition, the boston scientific sales representative stated that the patient was on the floor. No products will be returned as they were discarded by the facility. Additional information was received that IV sedation was used during the procedure and the patient is doing well. The physician assessed the patients dropping vital signs as unrelated to the procedure. Additional information was received that IV sedation was used during the procedure and the patient is doing well. The physician assessed the patient's dropping vital signs as unrelated to the procedure.

Event description:
It was reported that during an intracept procedure, the patients vital signs dropped when the s1 sacral vertebrae was accessed through the pedicle. The j-stylet was advanced about halfway through the threads when the patients vital signs dropped. As a result, the event prompted the crash cart to be called into the room. Ablation was not attempted and the procedure was aborted. In addition, the boston scientific sales representative stated that the patient was on the floor. No products will be returned as they were discarded by the facility.